Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:654:0000. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with error 550:320:654:0000 was confirmed but not reproduced during product evaluation. The root cause was not determined. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. A service history review revealed no previous service events were related to the reported condition. During previous service on (B)(4) 2009, the pump head module was replaced. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.